Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on 06/23/2014 with the following findings: a review of the pump black box data revealed a time and date reset to factory settings, and then a manual correction of the time and date settings. A timekeeping accuracy test was performed, and the pump maintained time correctly for five days; however, the pump was without power for one hour, and the time and date reset to default settings once booted. The pump case was removed, and the internal clock battery on the printed circuit board was found to have failed.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. It was reported that the pump had gained more than five minutes per month. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.